Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: calibration, too much fluid causing joint blow up. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the pressure sensors with the possibility of overdue calibration. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that too much fluid caused over pressure in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that too much fluid caused over pressure in the joint.